Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 63 alarm and pump error 4 alarm noted during testing. Successfully downloaded history files and traces using thump. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 15-sep-2024 in the formatted history file. Pump error 63 alarm (file number: (B)(4) line number: 147) was found on: (B)(6) 2024 14:00:07.000. Pump error 4 alarm was found on: (B)(6) 2024 14:00:07.000. Pump error 4 alarm and pump error 63 alarm (file number: (B)(4) line number: 147) were confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. However, pump error 4 alarm and pump error 63 alarm (file number: (B)(4) line number: 147) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a hardware low-level failures (pump error 63) alarm and the motor arm cannot communicate with the main arm (pump error 4) alarm. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1812. The customer will discontinue using the device, and the customer response was that the device will be returned.